Event description:
After placing the swan-ganz cco and connecting it to the monitor, there was a filament error alarming from the cco monitor. The cco cable was tested to make sure it was working properly, and the test passed. The swan-ganz catheter was replaced with a new device, and it worked properly. It is unknown if the new catheter was of the same or a different lot. There were no adverse affects to the patient.